Event description:
The manufacturer was notified on (B)(6) 2016 that a perceval valve was explanted due to a central leak detected during the intra-operative tee. A second valve was opened but not implanted since it was judged by the surgeon with a not good coaptation. The pump time: 217 min. The cross clamp time: 116 min. The patient's outcome is ok.

Manufacturer narrative:
The following fields were completed: expiration day, manufacturing date. Additional information received: after the perceval valve size s was explanted a perceval valve size m was successfully implanted.